Event description:
The pt stated that, she experienced an infection at her infusion site on her abdomen. She stated that, she first noticed the infection in 2007 and went to her physician the next month. She stated that, the infection first looked like a bruise, but there was no pain associated with it. It did not go away, so she went to her physician the same day, who prescribed oral antibiotics for approximately 6 days. The initial antibiotic of choice did not clear the infection and she observed significant swelling at the site. She was then admitted to the hospital six days later. While in the hospital, she received antibiotics and surgery was performed to "remove the infected tissue." She was released from the hospital two days later. During troubleshooting with a company representative, she stated that she changed her infusion set every 3-4 days. She was educated regarding the importance of changing her infusion set headset every 3 days in accordance with product labeling. She was also advised regarding infusion site management. The pt did not report any blood glucose concerns and remained on her infusion device during hospitalization. The infusion set had already been discarded, thus the lot number and expiration date were not provided, and no product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.